Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the 3maxc fractured while being advanced through a neuron max 6f 088 long sheath (neuron max) during the first pass. Therefore, the physician retracted the broken 3maxc out of the neuron max and the procedure was completed using a new 3maxc and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 58.5 cm from the hub. The 3maxc was fractured and, therefore, could not be functionally test through a demonstration neuron max. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was fractured at the proximal end. This damage was likely a result of forcefully advancing the device against resistance. The neuron max identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.